Event description:
It was reported that the patient presented to the hospital after receiving high voltage therapy. Post sensed t-wave oversensing was observed. A decrease in r-wave sensing was also noted. The lead was capped and replaced. Patient will return for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.